Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a revision procedure on (B)(6) 2024 [related manufacturer reference number: 3006705815-2024-06367, 3006705815-2024-06368, and 3006705815-2024-06371], infection was present at the ipg site. As a result, the system was explanted during the procedure. In turn, the patient was prescribed antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.